Event description:
It was reported that the user contacted support for guidance on a supply change while using the ilet system with a contact detach infusion set, reported a blood glucose of 384 mg/dl after a meal, and completed troubleshooting and education for hyperglycemia with no alerts or alarms and no abnormal findings with the previous infusion set. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included user coaching on supply change steps and follow-up attempts to obtain blood glucose information, after which the user confirmed blood glucose returned to range. Investigation of this case revealed no device malfunction reported and no component failure observed, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.